Event description:
During a bowel resecion procedure, the instrument did not fire properly. The surgeon used another instrument to complete the procedure. No pt injury was reported.

Manufacturer narrative:
4/23/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.